Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that patient had intralase lasik surgery back on (B)(6) 2014. The patient's pre op best corrected visual acuity (bcva) was 20/20 and presented with stage 1 dlk following surgery. The patient was treated with steroid drops and the dlk resolved. Patient is doing well and current bcva as of 2/3/15 was 20/20 (-.25 +.50 x91). No other issues reported with this patient.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.